Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a generator change out. During a post-implant defibrillation test for a new device, no shock was delivered. The patient was rescued with external defibrillator. The physician suspected the rv lead failed to shock the patient. The physician plans to exchange the device with another new device, and the rv lead was capped. The patient was currently stable and doing fine.